Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's daughter reported via phone call that insulin pump had blank display as well as stuck button error alarm. The blood glucose level was at 117 mg/dl the time of incident. Customer stated that the contacts on the battery cap were neither missing nor damaged. Customer stated that the spring was neither damaged nor corroded. Customer stated that the battery compartment was neither damaged nor corroded. Display did return after pump restart. Customer states they did not press a button down for 3 minutes or longer. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump powered up properly after battery installation. No blank display noted. However, pump was received with a no button response due to corroded keypad traces. Unable to perform the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to no button response. No stuck button alarm noted.